Event description:
The patient's generator and lead were explanted. Product return is not expected. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator normal mode output current was disabled due to his adverse events. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the or the last 6 months the patient has had ear pain and that sometimes he gagged until he throws up with stimulation the patient said sometimes it occurs when stimulates. When the physician reduced his output current to 1 ma, the symptoms got better but that patient still has some issues. Diagnostics were within normal limits. At the same time, the patient also reported that he believed he had loss of hearing. Follow up with the physician found that he believed it the sudden onset of these events were strange with no evidence of trauma and no settings changes precluding the events. He said that the patient had been fine at his settings for many years. He said that the patient wasn't gagging and vomiting with every stimulation but that it was a daily event. He said that he did see the patient gag a little with a magnet swipe in office. He said that the ear pain was with stimulation. He clarified that the patient had reported to him that the hearing loss was chronic and worsening over time since the vns implant. He said that he wasn't sure whether it was related to vns but that it would be a strange symptom no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.